Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "pain, rupture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6. Photo analysis: visual analysis of the photographs identified the device was broken shell and red particles material was found on the shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.